Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure the tip of the guide wire broke. The target lesion was in the moderately tortuous, moderately calcified mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x12mm apex balloon. The physician attempted to advance an unknown stent; however, the stent would not cross the lesion. The stent system was removed and the lesion was dilated with a 2.5x12mm nc quantum apex balloon. The stent system was readvanced; however, again, it would not cross. A luge guidewire was in place in the lad. A pt graphix wire was advanced as a buddy wire. Once the pt graphix was in place, the stent system was advanced for the 3rd time and remained unable to cross the lesion. The stent system was removed. The pt graphix wire that was being used as the buddy wire was removed. The physician noticed that 1.5cm of the pt graphix wire had broken off the tip and remained in the patient's left ventricle. The detached wire tip was able to retrieved from the patient with a snare. The lesion remained unstented. There were no additional patient complications reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).